Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door was locked when trying to get medication and it was grayed out. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the orders were grayed out. A technical support specialist (tss) dialed into the station using rss (remote support service) and checked the error message. The tss stated that customer tried to access the medication using the knowledge article "order is grayed out - reasons." The customer confirmed that the pharmacist technician went down to take a look at the issue and confirmed that it was resolved. The system functioned as intended after the pharmacist technician resolved the issue.